Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door had failed. A technical support specialist ensured that the issue was already validated and resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.